Manufacturer narrative:
During use of a 5f mynxgrip device for vascular closure (vcd), the device did not completely deploy and the white tube did not appear when the physician pulled the sheath back up after shuttling down. Hemostasis was achieved with manual compression 30 min or less and the patient's hospitalization was not extended. The device will be returned for analysis. The user was fully trained and shuttled down completely. No significant resistance was felt when shuttling down. No unusual force applied when retracting sheath. Femoral arterial procedure and the vessel size was 7 mm. A 5f cordis brite tip sheath introducer was used. The site was verified using angiography, and there was no calcium present at the site. The device was not returned for analysis. The product history record (phr) review of lot f1828103 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy ¿ advancer tube¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure to deploy event reported could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issues. However, it could be related to procedural/handling factors. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Based on the product history record review and the information available, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
Concomitant medical products: csi atherectomy, tempo aqua, saber balloon. This device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of a 5f mynxgrip for vascular closure, the device did not completely deploy and the white tube did not appear when the physician pulled the sheath back up after shuttling down. Hemostasis was achieved with manual compression 30 min or less and the patient's hospitalization was not extended. The device will be returned for analysis. The user was fully trained and shuttled down completely. No significant resistance was felt when shuttling down. No unusual force applied when retracting sheath. Femoral arterial procedure and the vessel size was 7 mm. A 5f cordis brite tip sheath introducer was used.